Event description:
Customer reportedly obtained a result of 105 mg/dl on her device while the nurse's device read 65 mg/dl within 3 minutes. Customer was given a glass of juice with sugar. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.